Event description:
Customer opened the kits and they had triple lumen piccs in them, not single lumens as they were labeled. The issue was detected prior to patient use. No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The customer returned two photos for investigation. Visual examination of the photos confirmed the reported complaint. One of the photos showed the product lidstock. The other photo showed that a 3-lumen catheter was provided in the kit. The customer also returned an opened kit for investigation. Visual inspection of the returned kit revealed the catheter provided was a 3-lumen, 6fr 50cm catheter. However, per the bill of materials, the catheter provided in this kit should be a single lumen, 4.5 fr 50cm catheter. The returned catheter body measured 20 3/16" which is not within specification of 20 11/16" - 20 15/16" per product drawing. A device history record review was performed with no relevant findings. The report of an incorrect catheter was confirmed through examination of the received sample. The catheter provided in this kit should be a single lumen, 4.5 fr 50cm catheter; however, the catheter that was returned was a 3-lumen, 6fr 50cm catheter. A device history record review was performed with no relevant findings. Based on the customer description and the sample received, packaging caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer opened the kits and they had triple lumen piccs in them, not single lumens as they were labeled. The issue was detected prior to patient use. No patient involvement.